Manufacturer narrative:
(B)(4). Batch # p93v1u. Investigation summary. An image along with the device and the tyvek was returned. The image provided by the customer was that of an harh36. The image shows the blister was damaged. The blister is observed to be broken at one of the sides of the package near where the tyvek is supposed to be removed from the blister. The harh36 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the customer found a break in the sterile plastic case of the device, near where the tyvek is supposed to be pulled off. It was unknown if the outer box was damaged. Procedure was completed with another device of the same product code. There were no patient consequences reported.